Event description:
The customer contact reported that the device delivered less than expected. The device was returned to the biomedical engineering department for an unspecified issue. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.